Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the down arrow button due to flattened and creased dome switch. The operating currents are within specifications. No unexpected repeating or cycling of numbers or battery out limit alarms noted during our testing. The insulin pump passed pump self test, displacement, rewind, basic occlusion, prime/a33, occlusion, excessive no delivery and off no power tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer also reported that the insulin pump had scrolling numbers during a bolus attempt when she went to input her blood glucose value into the device. She stated that the insulin pump scrolled from 1 to 200 and kept repeating itself. She stated that the device also alarmed battery out limit. She noted that a battery replacement did not resolve the issue. She was unable to exit the battery out limit alarm prompt to use the device. The customer's blood glucose dropped from 122 mg/dl to 42 mg/dl, which she treated with food. The customer did not observe any significant events leading to the keypad issues. She reported that the scrolling issue had occurred once a few months prior. She declined troubleshoot for low blood glucose. The customer was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.